Event description:
On (B)(6) 2025, a patient reported experiencing a hyperglycemic event with a fingerstick bg of 529 mg/dl. The patient reported changing out their supplies which did not lower their bgs. The patient also reported their g7 sensor failed. The patient's spouse drove the patient to the ER where he was admitted. The patient was treated for dka with IV insulin and discharged on (B)(6) 2025. The patient went back on ilet therapy and is fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The logs also showed that the g7 sensor stopped functioning as a sensor failure alert was triggered. As a result, the ilet went into bg-run mode and stopped dosing as manual bgs were not entered as instructed in the user guide. The sensor was not changed until approximately 7 am on (B)(6) 2025 and the ilet resumed operation. The cause of this event is associated with the sensor.